Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead perforated the myocardium resulting in cardiac tamponade, the patient went into shock and became hypotensive. Pericardiocentesis was carried out and the lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.